Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the deformed instrument misled the surgeon to place tibial/femoral cuts in another position/orientation than intended, which could, in a worst case scenario, lead to a less than ideal (not as intended) implant position (which can ultimately lead to shortened implant lifetime, pain for the patient or require revision surgery), and intervention was required to prevent a potential negative clinical effect to the patient, although: there is no indication of a systematic error or general quality or performance issue of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. The surgery could be completed, and there has been no negative clinical effect due to this issue reported to brainlab for this specific patient. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the position/orientation of the tibial and femoral cuts being not as intended was deformation of an instrument (universal cutting block adapter base), likely caused by not handling the instrument according to brainlab instructions, which led to a discrepancy of virtually displayed data from actual instrument position. There is no indication of a systematic error or general quality or performance issue of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Initial reporter: since the initial reporter is not the hospital where the issue occured: the issue occured in (B)(6).

Event description:
A total knee replacement surgery was performed with the aid of the virtual display of the navigation software brainlab knee. During the procedure the surgeon: positioned and draped the patient. Made incisions and prepared femur and tibia bones. Performed femur and tibia registration (acquired anatomical landmarks for the navigation to calculate a virtual display of the patient biomechanics). Planned tibial resection (including selection of implant and cutting block provided by the implant manufacturer). Inserted the universal cutting block adapter base (which holds the universal cutting block adapter reference array) into the cutting block. Navigated the cutting block to match the planned position. Performed tibial cut. Repeated the corresponding steps for the femur and performed femoral cut. Realized that the universal cutting block adapter base was bent. Replaced the bent instrument by a new one. Repeated the tibial and femoral cuts. Completed the procedure. According to the initial reporter, there was a surgery delay of approximately 10 minutes. There has been no negative clinical effect due to this issue reported to brainlab for this specific patient. Also, no further corrective actions (besides the recuts) were reported that would have been necessary.